Event description:
Pt developed deep wound surgical site infection requiring readmission to hospital and removal of medtronic indura catheter. Medtronic synchromed pump was not removed. Pt required IV antibiotics by PICC line x 1 week at home.